Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator generated an error which rendered the graphic user interface inoperable. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
(B)(4). The service engineer (se) verified the event and replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb) and backlight inverter pcbs. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.